Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shutoff during the night. The customer's blood glucose (bg) level was impacted above 500 mg/dl with large ketones. The customer delivered a bolus via the pump to stabilize bg level. During troubleshooting with tandem technical support, review of the pump data revealed multiple low power alerts/alarms, the pump shut off due to insufficient battery power.